Manufacturer narrative:
Contamination buildups were found on the rotary adjustment assembly (nav ring) matrix that causes the nav ring to not work.

Manufacturer narrative:
Patient information was requested and the customer declined to provide the information.

Event description:
The customer reported the device does not respond to the navigation ring. The navigation ring interfered with the use of the touch screen and the user noticed that the touch screen did not respond as expected and pulled the device out of service. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
UDI added.